Event description:
A vns patient underwent prophylactic generator revision surgery due to ifi-yes. The explanted device was received by the manufacturer. Analysis was completed for the returned generator. An end-of-service warning message was identified due to the pulse generator remaining on post explant. The reported low battery was duplicated. The generator performed according to functional specifications. Electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. However, the downloaded data revealed that 44.639% of the battery had been consumed. With the pulse generator case removed and the battery still attached, the battery measured 2.078 volts, confirming a depleted condition. The printed circuit board assembly failed several electrical tests. Fine grit sandpaper was used for the removal of contaminates observed on the trimmed edge of the printed circuit board assembly. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest electrical paths were established between the copper edges on the trimmed edge, which contributed to the supply current conditions. Remaining residual material on the printed circuit board assembly edge after the test tab removal manufacturing process resulted in increased current consumption out of specification for both standby and pulsing modes of operation. Additional relevant information has not been received to-date.

Manufacturer narrative:
Age at time of event, corrected data: the patient age was inadvertently provided incorrectly on the initial report. Date of event, corrected data: the event date was inadvertently provided incorrectly on the initial report. Unique identifier (UDI), corrected data: the UDI was inadvertently provided incorrectly on the initial report.